Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/27/2023, it was reported by an arthrex subsidiary employee via email that an ar-8926t knotless tightrope syndesmosis repair implant parted from the sutures during tensioning. The procedure was completed using another ar-8926t knotless tightrope syndesmosis repair implant system. This was discovered during an inferior tibiofibular ligament reconstruction procedure on (B)(6) 2023. Additional information received on 11/29/2023: during tensioning, the sutures broke, and the round button parted from the sutures. The button was still attached to another suture and was not loose in the patient. The case was delayed thirty minutes; however, no additional anesthesia was needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the tightrope was cut, and the round button was attached to it. The oblong button was attached to the green and needle assembly. Returned components c3529-10, c4861-01, c6685-01, c2767-01 and c13279-04. No functional testing was performed due to the damage to the device. The most likely cause of the reported failure is user error, as the sutures were touched with sharp devices during use.